Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 510 mg/dl; cause unknown. Customer administered a correction bolus via the pump to address the bg. Reportedly, due to the elevated bg on (B)(6) 2023, the customer went to the hospital. While in the hospital, the customer suffered a myocardial infarction as well as diabetic ketoacidosis. The customer was treated with an intravenous fluids of insulin. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.